Event description:
During the last 30 minutes of a hemodialysis treatment, the blood pump set at 400 ml/min was heard to be making an unusual noise and was observed to be running extremely fast. The nurse observed the pump stopping and resuming on its own. When this occurred the second time, the nurse had to press the soft keys several times to stop the blood pump. The nurse restarted the pump at 50 ml/min and gradually increased the speed to 400 ml/min. The nurse observed the blood pump running extremely fast again. The nurse stopped the treatment 20 minutes early and performed the rinseback procedure. There was no harm to the patient or the patient's access (fistula).